Manufacturer narrative:
The use of safety systems sensors, such as venous reservoir level sensor, air bubble detector and pressure transducer were not used for this case. After the procedure, the cpb circuit was rinsed in order to look for functional issues in the components or look for clotting. Clots were observed in the centrifugal pump head, but not in the oxygenator or hemoconcentrator. Blood was also seen in the back side (magnet side) of the centrifugal pump head. The hardware system was inspected and tested by subsidiary service team on (B)(4) 2013, and no functional issues were observed or reported.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion system worked normally, but when the perfusionist was asked to initiate extracorporeal circulation (ecc), the venous blood was not drained and air entered the system. The perfusionist (ccp) used an arterial line clamp, but even so, the flow was not stopped to the centrifugal system causing a pt death. On (B)(6) 2013, an (B)(6) pt was brought to the operating room for repair of an atrial septal defect and repair of the mitral valve. The cardiopulmonary bypass (cpb) circuit consisted of a terumo sarns centrifugal system and associated centrifugal pump head. Also used: medos oxygenator, zammi ((B)(4) company) tubing pack and hemoconcentrator. No arterial filter was used in the cpb circuit. The pt was placed on cpb and the surgical repairs were completed. The pt was weaned from cpb, and the pump time was 93 minutes. There were no product functional issues or technical issues reported during this 1st cpb period. Protamine was started to reverse the heparin and the remaining blood in the cpb circuit was being hemoconcentrated in order to transfuse back to the pt (as needed). The pt became hemodynamically unstable during administration of the protamine and showed signs of reaction to the protamin, as the mean arterial pressure dropped to 45 mmhg and the pulmonary artery pressure increased to 65 mmhg. The administration of protamine was stopped and pharmacologic support was started in attempt to treat the circulatory collapse and pulmonary hypertension. The hemodynamic instability continued and the cv team elected to return the pt to cpb. The pt had been off cpb for about 15 minutes. Additional heparin was given to the pt and also added to the cpb circuit. No act was drawn to verify the adequacy of anticoagulation prior to the start of the 2nd cpb period. Prior to the start of the 2nd cpb period, the perfusionist noticed the hemoconcentrator was passing blood via ultrafiltrate path (could indicate rupture of some of the fibers). On the initiation of the 2nd cpb period, the cv surgeon reported that air was introduced into the oxygenator and that the perfusionist intervened and removed the air. Note: the perfusionist could not recall this event. During the 2nd cpb period, the act was drawn and the level was determined to be 580 seconds. The air was removed and cpb was weaned in about 15 minutes. No protamine was given after this 2nd cpb period. The pt continued to struggle and after being off cpb (since 2nd period) for 30 minutes, the team again elected to return the pt to cpb. No additional heparin was given to this return to cpb. On this return to cpb, the perfusionist claims the arterial centrifugal pump speed was set to 1000rpm. He said the pump flow was much higher than expected (at this rpm) and he claims there was high pressure in the cpb circuit. He stated there was air in the cpb circuit and that the centrifugal pump head continued to rotate in spite of air being present in the pump head. The perfusionist stated that he is of the belief that the continued pump head rotation created heat and resulted in tubing disconnection from the centrifugal pump head. He stated he heard a loud noise (possibly from high pressure) just prior to the tubing disconnection. Cpb was halted within a few seconds. Blood was lost from the cpb circuit, but was not able to be quantified. The cv surgeon observed air in the canulae and the heart. Cpb was never able to be re-established and the pt expired in the operating room. The complaint stated there was no delay, but the air in the circuit would have stopped or delayed the start of cpb. This would have delayed the initiation of cpb (in the 2nd cpb period) and prevented actually using cpb during the 3rd cpb period.